Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film evaluation summary: the reported inaccurate delivery and occlusion were confirmed on the films provided , although a cause of these events could not be fully determined from the limited films provided. The reported death and stroke could not be assessed. Lack of full pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Angiogram videos showing the real-time deployment of the device would have provided for improved analysis of the event, but these were not received for review. The physician reported cause of the inaccurately delivery (anatomy) could be appreciated on the films provided. Analysis of the returned films did not reveal any obvious out of specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was implanted during the endovascular treatment of a 65mm thoracic aortic aneurysm. It was reported during the index procedure, the stent was intended to be deployed at the right subclavian position. However, after the position was determined by angiography, the stent jumped forward post deployment and opened, moving nearly one segment forward than the planned position and covering the right subclavian and right common carotid arteries. Carotid artery incision and right subclavian puncture with stent implantation was temporarily performed to ensure blood supply to the brain. Post surgery, the patient was transferred to ICU with a tube. The next morning, the patient suffered a large cerebral infarction in the posterior region of the brain. Despite rescue efforts, the patient expired on the same date. The physician felt that the patient's death was not related to the valiant captiva stent. The patient died of a large cerebral infarction in the back of the brain. The patient had left common carotid occlusion and left vertebral artery stenosis. The surgeon suspected that firstly the operation in the left and right subclavian during the surgery may have caused reduced cerebral perfusion and led to ischemia and secondly during the surgery a small blood clot fell into the left vertebral artery, causing ischemia in the back of the brain and thus causing the patient's death per the physician the cause inaccurate delivery was due to the patient¿s anatomy. The patient had a steep arch, which reduced the c conformability of the stent.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5;additional information received: it was reported the physician had received training on the use of the valiant captivia stent graft. The physician was an experienced operator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.